Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. The catheter curve stuck at a fully bent location. The knob/piston was able to be turned and/or pushed up and down. No difficulty in removing the catheter. The device was returned to johnson & johnson medtech (j&j) for evaluation on 20-jan-2025. A visual inspection and deflection test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflection within specifications. No deflection issues were observed. No stuck was identified during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The stuck issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following warning and precaution: always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and the catheter curve was stuck at a fully bent location. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on (B)(6) 2024. The catheter curve stuck at a fully bent location. The knob/piston was able to be turned and/or pushed up and down. No difficulty in removing the catheter. This event was originally considered non-reportable, however, bwi became aware on (B)(6) 2024 of the ¿catheter curve stuck at fully bent location¿ and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2024.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).